Manufacturer narrative:
Manual sent to account to assist them in installing the trendelenburg properly. Repair unk, hill-rom attempted to contact the account for resolution and was unsuccessful. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
Account alleged that the bed had no trendelenburg or reverse trendelenburg. Trendelenburg switches were not connected to the bed, user error.